Event description:
It was reported that customer experienced a low blood glucose (bg) level of 39 mg/dl after multiple boluses were delivered. It was alleged that the pump delivered the boluses without user interaction. Reportedly, customer was treated by a nurse who gave them sugar to resolve the low bg. The pump history was reviewed, and multiple manual bolus entries were confirmed to have been initiated by the user. No pump issues were observed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.